Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that an ar-7300ds made fine metal fragments during a wrist arthroscopic procedure on (B)(6) 2021. A shaver was used to remove the metal flakes from the patient. The case was completed with no harm to the patient.